Event description:
The customer reported via phone call experiencing high blood glucose levels and that the insulin pump alarmed, indicating that a component of the radio frequency board failed the self test. The customer's blood glucose was over 500 mg/dl. After an infusion set change, the blood glucose was 160 mg/dl at bedtime. The customer woke up with a high blood glucose of 488 mg/dl, for which a bolus was delivered. By the time the customer reached church, the blood glucose reading was 441 mg/dl. The customer changed the infusion set tubing, primed the tubing, and went to bed with a blood glucose of 276 mg/dl. The customer bolused, and woke up with a blood glucose of 77 mg/dl. By lunchtime, the blood glucose was 232 mg/dl. Upon troubleshooting, the insulin pump failed the self test. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corners and with minor scratched lcd window.